Event description:
Patient positioned for neurosurgical procedure using mayfield skull clamp. Clamp positioned and locked into place with a torque setting of 60 lbs. Surgical drapes placed, procedure performed. When surgical drapes were removed 1 cm laceration noted on patient scalp. Surgeon noted torque gauge read 40 lbs when laceration discovered. Wound closed with 3-0 vicryl.